Event description:
The customer reported that an intellivue monitor fell off its mount as the user was adjusting it and hit the user in the head.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.